Manufacturer narrative:
The investigation of optical signal issue has been completed. Data analysis: upon connecting a test pump, the console displayed 'impella defective ¿ alarm,' event #3, and the signal not reliable (snr) was 1729. On the complaint date, march 6, 2025, event #3 occurred again, and the snr was 1682.1, confirming the reported failure mode . Device analysis: the reported failure mode was identified during the service. The low snr is persistent. The bulb power measured 2.65 w, which is supposed to be greater than 2.7 w according to the preventative maintanance procedure. Root cause: the root cause of the low snr was a defective lamp assembly.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported during a "quick" inspection the optical bench check score was below 2000 (signal-to-noise ratio out of specification). The issue was found during servicing, outside of patient use.